Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and the bearing, collar, and retaining ring were missing from the cutter. The comb, bearing, collar, retaining ring were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during testing the cutter was missing bushing and lock ring resulting in no harm or delay. No further information provided. The mesher was sent in for pm only but the cutter has an issue reported as associated product. Investigation showed there was a damaged comb. There was no adverse event as a result of this malfunction.